Event description:
It was reported that, during a coronary artery drug eluting stenting treatment procedure, balloon material sticking out of the stent strut was noticed. The target lesion was located in the left circumflex (lcx) artery. The physician had selected and advanced the 2.5x12mm taxus express2 drug eluting stent (des) to the target lesion, but it was unable to cross the lesion. The physician removed the device from the patient's body and balloon material was sticking out of the stent strut. The procedure was completed with another 2.5x12mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "ok."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.